Event description:
The customer reported a smell coming from the machine. There were no reports of any physical complaints. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse did not find any smell or mist coming from the system. The system was due for planned maintenance. The fse performed planned maintenance services as per service guide. Ran an empty chamber half cycle. System meets mfg specifications. Customer letter was sent to all sterrad customers to reinforce the importance of cancelling the cycle, leaving the room and discontinue use of the unit until the unit is repaired, if the mist issue occurs. A user guide excerpt that added a warning was sent with the customer letter.